Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported for the last two days, the controller and ins were at 100% and weren't depleting - the batteries screen kept displaying 'finished' (agent understood pt had recharging equipment on during call). Pt confirmed 'stimulation off' was displaying on home screen, so agent walked pt through turning stimulation on with the top button of controller. Pt confirmed that stimulation was on (group b-2 was active). The troubleshooting steps that were taken on the call resolved the issue. On (B)(6) 2023 the patient (pt) called back stating they charged the ins last night to 70, 80, or 90 percent and the controller was at 100% battery. This after noon the pts ins was still at 70% for the ins was not depleting in charge correctly. Pt said this had not only happened today but it also had happen once or twice before and called. Pt said this had happened 3 times in the last 30 days and even called patient services about it but they did not seem bothered. During call stimulation was off, and pt said the stimulation was on when they went to bed and today its off. Pt said the stimulation turned off on its own. Agent walked pt through turning stimulation on. Pt was redirected to their healthcare provider (hcp) to address the issue.